Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump alarmed with a motor error. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the motor error alarm. The drive support cap appeared normal. The insulin pump was exposed to the airport x-ray. The device was unable to rewind. There was also a motor position encoder error in the alarm history. A displacement test and manual prime were performed successfully. A self test also passed. No products were returned or replaced.